Event description:
It was reported that the pump was consistently over-infusing. During investigation, found the fault 46221 error code. This malfunction makes the event reportable. The event occurred during a preventive maintenance inspection, and there were no patient involvement and no patient harm.

Manufacturer narrative:
Device was initially received for the complaint that the pump was consistently over-infusing. During investigation found the fault 46221 error code. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint could not be confirmed through delivery accuracy test results. Upon further investigation, found the system fault 46221. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.